Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results. The following information was provided by the initial reporter: discordance between results in two serum tubes of the same patient two serum tubes from the same patient were tested on na and ca concentrations. Tube 1: na = 176 mmol/l ; ca: <0.5 mmol/l ; osmol = 354 mosm/kg. Tube 2 (control sample), day after: na: 139 mmol/l ; ca: 2.27 mmol/l. It may be additive carryover from a citrate tube which could cause the pseduohypernatremia (by adding na ions) and pseudohypocalcemia (by the chelating effect of the citrate). For the situation of a venipuncture, if a sodium citrate tube is first collected and the tourniquet is only released (causing a drop in vein pressure) when this tube is completely full (no vacuum remaining), if the tube is angled/inverted, a small amount of blood mixed with sodium citrate additive may be pulled back into the needle of the device, meaning it could be transferred into the next tube, which may be the serum tube. This sodium citrate could then potentially impact the results seen in tube 1 below and why if a different collection practice was followed for tube 2, results may be normal. The customer confirmed a citrate tube was collected within the same blood collection and will discuss this with the concerned phlebotomist.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were erroneous results. The following information was provided by the initial reporter: discordance between results in two serum tubes of the same patient two serum tubes from the same patient were tested on na and ca concentrations. Tube 1: na = 176 mmol/l ; ca: <0.5 mmol/l ; osmol = 354 mosm/kg tube 2 (control sample), day after: na: 139 mmol/l ; ca: 2.27 mmol/l it may be additive carryover from a citrate tube which could cause the pseduohypernatremia (by adding na ions) and pseudohypocalcemia (by the chelating effect of the citrate). For the situation of a venipuncture, if a sodium citrate tube is first collected and the tourniquet is only released (causing a drop in vein pressure) when this tube is completely full (no vacuum remaining), if the tube is angled/inverted, a small amount of blood mixed with sodium citrate additive may be pulled back into the needle of the device, meaning it could be transferred into the next tube, which may be the serum tube. This sodium citrate could then potentially impact the results seen in tube 1 below and why if a different collection practice was followed for tube 2, results may be normal. The customer confirmed a citrate tube was collected within the same blood collection and will discuss this with the concerned phlebotomist.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 29-nov-2023 h.6. Investigation summary: bd received 2 samples for investigation. The customer samples were unable to be evaluated due to them being used. Retention samples from the incident lot were visually and functionally evaluated. 94 retained samples were visually inspected, and no additive defects were found. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results-sodium, calcium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.